Event description:
It was reported that the patient had frequent ipg charging and had difficulty aligning the ipg with the charger. The patient underwent a revision procedure wherein the ipg was replaced with a non-rechargeable one. The patient was doing well postoperatively. The explanted ipg was not returned due to hospital policy.

Manufacturer narrative:
Date of event: exact date unknown, event occurred a month after the implant procedure.